Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the rep that upon firing the ecs29 during the procedure, no audible feedback was heard (no crunch). The surgeon checked the doughnuts and one was half complete. There was a visible opening in the anastomosis. The surgeon took down the anastomosis and dissected down further distally. He then performed a new proximal and distal stapling with a new ecs29 device. The doughnuts were both complete and the anastomosis was successfully tested by injecting air into saline filled abdomen transanally. The procedure was completed in the usual fashion.